Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient leads exhibited high pacing thresholds shortly after the system was first implanted. As result, the patient underwent a surgical procedure wherein this right ventricular (rv) lead was extracted and a new rv lead was implanted as replacement.